Manufacturer narrative:
It is unknown if the device will be returned. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a advance 35 lp low profile balloon catheter ruptured circumferentially and became stuck in another manufacturer's stent. Additional information has been requested, but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured circumferentially and became stuck in another manufacturer's stent. Investigation evaluation: reviews of documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. Photos were not provided. A document review was completed as a response to this event. A device master record review was performed, including device specifications, drawings, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. The product IFU precautions state ¿the catheter is not intended for the delivery of stents; all stents should be deployed in accordance with the manufacturer¿s indications and instructions for use.¿ based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined. The risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.